Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console displayed a message indicating that the state of the back up batteries was not known. There were no adverse consequence to the pt as a result of this evnet.